Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high capture threshold and failed to convert the patient¿s ventricular tachycardia (vt) requiring multiple shocks. On (B)(6) 2026, the physician explanted the ICD and capped the rv lead. The ICD and rv lead were replaced. The patient was discharged after the procedure.